Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was implanting the device when the cross connector closer snapped and then broke. The screw was recovered and there was no harm to the patient. A spare device was available and was used to successfully complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.